Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the recognition of the scope was poor and the site used another probe instead. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the probe had failed registration and based on the appearance of the probe it could not be judged if the probe was damaged.